Event description:
I had the essure device implanted in 2010 and started having problems immediately after; weight gain, severe headaches, muscle pain and more. I had the device removed (B)(6) 2015 by emergency hysterectomy due to hemorrhaging. My symptoms are still present to this day. FDA safety report ID # (B)(4).